Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) old female pt to report that one of the response buttons was missing on the pt's monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (missing response button) has been confirmed. Upon eval, the front response button was missing entirely. The root cause for the missing response button cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the missing response button. The pt received a replacement monitor.